Manufacturer narrative:
The loaner autopulse platform (s/n (B)(4) was serviced at zoll. The autopulse platform failed the final functional test due to fault code 16 (timeout moving to take-up position). The zoll service personnel cleared the fault by turning off/on the platform. Upon powering up, the autopulse platform displayed user advisory (ua) 17 (motor on for too long during active operation). The zoll service personnel re-started the platform to clear the ua17 advisory message. When the autopulse was powered back on, the platform displayed fault code 24 (timeout moving to home position). The zoll service personnel inspected the brake gap of the platform's drivetrain motor and found no issues. Further troubleshooting was performed and concluded that the root cause of all the intermittent error messages was the defective motor controller board, possibly due to a defective component. After the motor controller board was replaced with a known-good service part, the autopulse platform passed further subsequent functional tests. Visual inspection was performed and found no physical damage to the autopulse platform. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During servicing of the loaner autopulse platform (s/n (B)(4) performed at zoll, the platform failed final testing due to a fault code 16 (timeout moving to take-up position), user advisory (ua) 17 (motor on for too long during active operation), and fault code 24 (timeout moving to home position). No patient involvement.